Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros eci immunodiagnostic system. Vitros tropi es precision testing demonstrated the vitros eci system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The customer was not centrifuging samples in accordance with the sample collection device manufacturer's recommendations. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.

Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros eci immunodiagnostic system. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was identified and was not reported from the laboratory. There was no allegation patient harm. (B)(4).